Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the labels on the bd vacutainer® serum blood collection tubes were partially peeling off before use. Lot #'s 8347958, 9108619, and 9081759 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the labels on red top tubes are lifting off of the tube on one or both sides".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels on the bd vacutainer® serum blood collection tubes were partially peeling off before use. Lot #'s 8347958, 9108619, and 9081759 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "the labels on red top tubes are lifting off of the tube on one or both sides."